Event description:
It was reported that pump did not turn on after being connected to power, and no blood glucose values or patient details were provided. There was no reported impact to the customer¿s blood glucose level. Customer and distributor tried different usb cables and wall outlets without success, and device was arranged to be returned while replacement pump was provided.